Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that two days post surgery due to unrelated procedure; upon interrogation the right atrial lead exhibited intermittent capture, intermittent sensing and the patient was experiencing phrenic nerve stimulation due to lead dislodgement. The lead was explanted and replaced.